Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have been complaining of dizziness and are unstable on their feet. They also reported that post implant of their implantable pulse generator (ipg) system, they developed an infection and bleeding at the implant site.  No further patient complications have been reported as a result of this event.